Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 200cc mentor smooth round moderate memorygel breast implant catalog: 3507200bc lot:5659434 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision surgery with two 200cc mentor smooth round moderate memorygel breast implants experienced left sided rupture post procedure. On (B)(6) 2019, patient had a mammogram which confirmed left sided rupture. As a result, patient underwent bilateral removal and replacement with a 325cc mentor smooth round moderate plus profile memorygel breast implant (left) catalog: 3503251bc lot: 7736997 sn: (B)(4) and a 350cc smooth round moderate plus profile breast implant (right) catalog: 3503501bc lot: 7647457 sn: (B)(4) on (B)(6) 2019.

Manufacturer narrative:
Device was received per additional information on (B)(6) 2019 the investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according with the information reported the patient experienced a rupture. During evaluation of the sample it was observed to be ruptured and received incomplete. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).